Event description:
During a neuro -embolization coiling, several coils failed to deploy; the coils would not pass through the catheter. The coils were removed and replaced with no reported harm to the patient. Vendor notified. Not enough room in device info page: 3.0mm x 8cm & 4.0mm x 10cm target tetra detachable coil. 2mm x 4cm target 360 nano detachable coil. Models 544204, tg5413080 (x2), tg5141010. Lot numbers 25063543, 25870006, 25870546, 24857678.